Event description:
The customer reported that during surgery, the insulation at the tip of the device deteriorated. A portion of the insulation fell into the pt's cavity but was retrieved. Another device was used to complete the procedure. No tissue damage and no pt injury.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.